Event description:
It was reported that the distal end of pedicle probe broken off in patient bone. This occurred in the s1 vertebral body while surgeon was preparing the bone for pedicle screw placement. There are no reports of adverse health consequences to the patient.

Event description:
It was reported that the distal end of pedicle probe broken off in patient bone. This occurred in the s1 vertebral body while surgeon was preparing the bone for pedicle screw placement. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via correspondence with the sales representative, as well as visual inspection of the returned device. The event resulted in neither surgical delay nor adverse consequence to the patient. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to relate to: (1) hard bone quality at the s1 level; (2) previously damaged/deformed probe after long-term usage (about 7 years); (3) difficult angle at l5/s1 with spondylolisthesis; (4) excessive forces applied.